Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would take extra time to power on or not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device for the customer's report of device not powering on and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer's report for delay with power on was duplicated and the front enclosure assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.